Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the the cardiosave intra-aortic balloon pump (iabp) fan failure was detected. There was no patient involved.